Manufacturer narrative:
Investigation summary: no photo or sample was received with the customer's complaint of broken lids. Without further information, the root cause cannot be confirmed and the complaint cannot be verified. According to the DHR review process, the result showed there were no issues reported on entry description has lids do not fit the containers during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported has lids do not fit the containers for the same part number (300450) throughout the last twelve (12) months.

Event description:
It was reported that the sharps coll canada 3.0l yellow lid did not fit the container. The following information was provided by the initial reporter: "it was reported that the lids do not fit the containers. Per complaint details received: reason for complaint".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sharps coll canada 3.0l yellow lid did not fit the container. The following information was provided by the initial reporter: "it was reported that the lids do not fit the containers. Per complaint details received: reason for complaint".